Manufacturer narrative:
Product complaint # (B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific events pertaining to symptomatology appearance. Does the physician believe that the pph03 caused or contributed to any of the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported via literature entitled: stenosis after stapled anopexy: personal experience and literature. Citation: not provided. Post-operative stenosis following sa is a rare complication, however it can be strongly disabling and require further treatments. The objectives of the study was to identify risk factors and procedures of treatment of stenosis after stapled anopexy (sa). A total of 237 patients subjected to surgical resection with circular stapler for symptomatic iii-IV-degree haemorrhoids without obstructed defecation disorders. During the procedure, the authors performed a tobacco bag 4 cm over the linea dentata and resecting the prolapse using a pph 03 circular stapler (ethicon). Hemostasis was carefully carried out at the end of operation by transutural stitches and a tabotamp trans-anal hemostatic pad (ethicon). Reported complications included stenosis (n-23), painful post-operative course (n-11), symptomatology appearance (n-237), and symptomatic stenosis (n-6) which was subjected to cycles of outpatient progressive dilatation with remission of troubles. A women did not get any advantage which was subjected to surgical operation, removing the stapled line and performing a new handmade sutura. It was reported that the intense post-operative pain appears to be related to development of a symptomatic stenosis. Surgery is avoidable in most cases and conservative treatment, as outpatient dilatations, has to be carried out.